Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the device was not working, it would not inflate. All components were removed and replaced with a new ipp. The specific device malfunction was not determined. The patient is recovering with a functioning ipp.